Event description:
Reportedly, during an atrio-ventricular ablation performed on (B)(6) 2020, absence of ventricular pacing was noticed, though the feature ventricular pacing on noise was activated. Consequently, the physician used a temporary stimulation lead.preliminary analysis revealed that a real time test performed on (B)(6) 2020 showed non-physiological signals, most probably due to strong electromagnetic interferences (emi) during the procedure, which could have led to the reported pacing inhibition.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during an atrio-ventricular ablation performed on (B)(6) 2020, absence of ventricular pacing was noticed, though the feature ventricular pacing on noise was activated. Consequently, the physician used a temporary stimulation lead. Preliminary analysis revealed that a real time test performed on (B)(6) 2020 showed non-physiological signals, most probably due to strong electromagnetic interferences (emi) during the procedure, which could have led to the reported pacing inhibition.